Manufacturer narrative:
This report is being filed to provide additional information in a.1, b.5, d.4, h.4, h.6 and h.11. Investigation: a technician checked out the machine at the customer site and was unable to confirm any direct cause for the reported issue. A full autotest was successfully run and the machine was returned to use. The product was not returned and therefore an evaluation could not be conducted. The disposable set was discarded by the customer. In lieu of the disposable set, the customer supplied an image to aid the investigation. The returned image captured the viewport image of the collect connector. The rbc layer was low, and the plasma was tinged with red. The plasma is hemolyzed. A review of the device history record (DHR) for this lot showed no irregularities during manufacturing that were relevant to this issue. A disposable complaint history search was not performed as the customer did not provide the lot number. Investigation is in process, a follow-up report will be provided.

Event description:
The customer reported that about half way through a red blood cell exchange (rbcx) procedure a "cells detected in plasma" alarm occurred and the plasma was hemolyzed in the plasma line and in the centrifuge. The operator estimated the hematocrit (hct) to be 26%. She then made changes to the hct to lower the rbc layer. A solution of 0.9% normal saline and acd-a were attached correctly and there were no clots observed in the channel or channel lines. No hemolysis testing was performed. Per the customer, the plasma line was clear yellow with streaks of red and the whole blood/collect bag was red. Per customer patient was "stable/discharged" and no medical intervention was required for this event. The collection set is not available for return because it was discarded by the customer.

Manufacturer narrative:
This report is being filed to provide additional information in d.4, h.6 and h.11. Investigation: a technician checked out the machine at the customer site and was unable to confirm any direct cause for the reported issue. A full autotest was successfully run and the machine was returned to use. The product was not returned and therefore an evaluation could not be conducted. The disposable set was discarded by the customer. In lieu of the disposable set, the customer supplied an image to aid the investigation. The returned image captured the viewport image of the collect connector. The rbc layer was low, and the plasma was tinged with red. The plasma is hemolyzed. A review of the device history record (DHR) for this lot showed no irregularities during manufacturing that were relevant to this issue. A disposable complaint history search was performed for this lot and found no reports for similar issues on this lot. The customer called with a ¿cells detected in plasma¿ alarm during a rbcx. The customer estimated the hct to be 26%. They had made changes to the hct to lower the rbc layer. The customer had been trying to contact the physician for a more recent hct but hadn't been able to get in touch with the physician. The fluids hanging were connected correctly. The customer will call the physician again to determine how he wants to proceed. The patient was stable and has been discharged. Hemolysis was observed approximately halfway through the procedure in the plasma line and collect connector. The plasma line was ¿clear yellow with streaks of red in it¿. The physician was unable to confirm if it was due to disease state and no hemolysis testing was performed. 0.9% normal saline and acd-a were used. There was no medical intervention required, and a customer prime was not performed. The ¿cells were detected in plasma line from centrifuge¿ alarm when the control system detects that the reflectance ratio of the red and green leds on the rbc detector exceeds 1.5, indicating a spillover. In rbcx, the aim system monitors the intensity of the light near the top and bottom of the connector to detect any rbc spillover; however, it does not control the interface position root cause: a root cause assessment was performed for this complaint. Based on the clinical findings, a definitive root cause cold not be determined. The customer reported the occurrence of a ¿cells were detected in plasma line from centrifuge¿ alarm. This alarm is most commonly caused if the hct entered for replacement fluid, or the patient hct entered were not correct. In response to this alarm the operator should ensure the accuracy of the information input to the device for replacement fluid and patient data. In this case the operator modified the current patient hct (%) to lower the red cell layer. When modifying this field, it is recommended that the pumps are paused and the patient¿s current hct is measured following your standard operating procedure then entering the patient hct. However, if unable to measure the patient¿s hct, it is recommended to increase the hct by 3%. By doing this, the system will modify the plasma pump flow rate as appropriate and control the cell interface level. From analysis of the images, the plasma appeared to be hemolyzed. Based on the available information a definitive root cause for hemolysis could not be determined but it is likely due to one or a combination of the possible causes listed below: patient's underlying disease state. Patient's medication and/or medical treatment. Kinked inlet line resulting in rbcs exposed to pressure drop in inlet line. Return needle inner diameter not compatible with return line resulting in rbcs exposed to pressure drop. Inlet pressure sensor (ips) incorrectly measures pressure in inlet line due to component deterioration damage or sensor calibration.

Event description:
The customer reported that about half way through a red blood cell exchange (rbcx) procedure a "cells detected in plasma" alarm occurred and the plasma was hemolyzed in the plasma line and in the centrifuge. The operator estimated the hematocrit (hct) to be 26%. She then made changes to the hct to lower the rbc layer. A solution of 0.9% normal saline and acd-a were attached correctly and there were no clots observed in the channel or channel lines. No hemolysis testing was performed. Per the customer, the plasma line was clear yellow with streaks of red and the whole blood/collect bag was red. Per customer patient was "stable/discharged" and no medical intervention was required for this event. The collection set is not available for return because it was discarded by the customer.

Manufacturer narrative:
Lot number, manufacture date and expiry date are not available at this time. Investigation: a technician checked out the machine at the customer site and was unable to confirm any direct cause for the reported issue. A full autotest was successfully run and the machine was returned to use. Investigation is in process, a follow-up report will be provided.

Event description:
The customer reported that about half way through a red blood cell exchange (rbcx) procedure a "cells detected in plasma" alarm occurred and the plasma was hemolyzed in the plasma line and in the centrifuge. The operator estimated the hematocrit (hct) to be 26%. She then made changes to the hct to lower the rbc layer. A solution of 0.9% normal saline and acd-a were attached correctly and there were no clots observed in the channel or channel lines. No hemolysis testing was performed. Per the customer, the plasma line was clear yellow with streaks of red and the whole blood/collect bag was red. Per customer patient was "stable/discharged" and no medical intervention was required for this event. Patient ID is unknown at this time. The collection set is not available for return because it was discarded by the customer.